Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber started forward firing at six minutes and 25,261 joules of use. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tip was protruding from the metal cap, indicating a glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing as the forward firing rate was below the threshold for potential patient harm. Continuously elevated temperature can lead to fiber damage, including glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber started forward firing at six minutes and 25,261 joules of use. The procedure was completed with another fiber. There were no patient complications.